Event description:
Had gentlelase treatment for sun spots on my chest in 2008. Saline breast implant became ruptured. I noticed this 7 days later. Having surgery approx 9 days later to replace ruptured breast implant. Gentlelase treatment for sun spots 3 days after the gentlelase treatment for sun spots. Different health care provider from plastic surgeon who did breast implants two years ago.